Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center to report smoke emitted from the right cabinet on the dimension exl 200 lm integrated chemistry system. Additionally, the customer observed error messages related to the air compressor. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse found that there was no air pressure at the regulator and replaced the air compressor and the vacuum pump. The cse cleared the debris and verified cuvette formation, and the air pressure was found to be within ranges. Siemens further evaluated the event and concluded the air compressor and the vacuum pump potentially contributed to the event. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported smoke emitted from the right cabinet on the dimension exl 200 integrated chemistry system. The customer powered down the system. There was no impact or delay to patient results. There are no known reports of adverse health consequences due to the event.